Manufacturer narrative:
Updated results of investigation: it was reported that during a total hip replacement intervention, the cup fell out of the tight polarcup shell positioner. According to the complainant, the incident occurred during the procedure and happened due to a handling mistake. The device intended for use in treatment was not returned for investigation nor has a batch number been communicated. However the polarcup shell (75100443) involved in the reported issue was received for investigation. The flanges have been removed. Apart from that, no visual damage could be observed. The fixation of the polarcup shell on the shell positioner and trial insert was tested and confirmed to work as intended. However, without the actual contributing devices (shell positioner & trial insert) the root cause for the malfunction cannot be determined. It was noted that there were no further consequences for the patient and the procedure was not delayed. The use of another device during the procedure was not a result of mal-performance of the implant, but a result of the initial implant falling onto the floor. Further clinically relevant supporting documentation was not provided; therefore, a thorough medical investigation could not be performed. A review of the risk management documentation verifies the failure mode and severity of the reported issue. The surgical technique guide (01620-en (1582) v6.1 06/19) describes the correct handling of the polarcup shell positioner. Based on available information the root cause for the reported issue cannot be determined. The need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained shell positioner or additional information be received. The received polarcup shell will be discarded.

Manufacturer narrative:
Results of investigation: it was reported that during a total hip replacement intervention, the cup fell out of the tight polarcup shell positioner. According to the complainant, the incident occurred during the procedure and happened due to a handling mistake. The device intended for use in treatment was not returned for investigation nor has a batch number been communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. It was noted that there were no further consequences for the patient and the procedure was not delayed. The use of another device during the procedure was not a result of mal-performance of the implant, but a result of the initial implant falling onto the floor. Further clinically relevant supporting documentation was not provided; therefore, a thorough medical investigation could not be performed. The surgical technique guide (01620-en (1582) v6.1 06/19) describes the correct handling of the polarcup shell positioner. Based on available information the root cause for the reported issue cannot be determined. The need for corrective action is not indicated. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Event description:
It was reported that during a total hip replacement intervention, the cup fell out of the tight cup holder. It fell to the floor. The incident occurred during the procedure. According to the sales rep, this event happened due to a handling mistake. To complete the procedure, a larger size was milled for a t59 cup because there was no other t57 cup in stock. Hence, additional bone was reamed to fit the available cup. There were no further consequences for the patient and the procedure was not delayed.

Event description:
It was reported that during a total hip replacement intervention, the cup fell out of the tight cup holder. It fell to the floor. The incident occurred during the procedure. According to the sales rep, this event happened due to a handling mistake. To complete the procedure, a larger size was milled for a t59 cup because there was no other t57 cup in stock. There were no further consequences for the patient and the procedure was not delayed.